Event description:
It was reported that a missed audible and visual ventricular tachycardia alarm occurred. No serious injury reported. ECG strips and device logs have been requested. No testing info available.

Manufacturer narrative:
Investigation revealed there was no malfunction with the b40v2 monitor per tested results from the field engineer, and the issue could not be reproduced. A possible root cause of the customer saying missed vtach may be use error - when looking at the icentral's 5 minute ECG full disclosure printout, the real time rhythm was already back to normal condition, so the b40v2 monitor did not alarm vtach. The b40v2 monitor (sn: (B)(4)) remains in use at customer site. Correction: event date: was 12/(b)(5) 2014, is: unknown. Mfg date: was: blank, is: october 2013.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be provided after the investigation has been completed. Under european law, patient info is considered confidential and will not be released by the hosp.